Event description:
The md was doing a cystolithopaxy in the or. During the procedure the holmium laser began shutting down for no apparrent reason. The md instructed us to turn it back on. After a short period it shut down again. This process occurred at least two dozen times. We called clinical engineering and he advised that this should not be be happening. The md chose to proceed with the procedure. Clinical engineering believes the problem was related to the power supply.